Event description:
Consumer reported complaint for high blood glucose test results and error message (e-3). The customer is concerned with test results from results obtained of 226 and 254 mg/dl. The customer does not know their expected blood glucose test result range. The customer reported symptoms of blurry vision and feeling sleepy; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: manufacturer¿s expiration date is 01/31/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 226 mg/dl date: (B)(6) time: 7:34p unknown. Result 2: 146 mg/dl date: (B)(6) time: 3:38p unknown. Result 3: 147 mg/dl date: (B)(6) time: 5:26p unknown. Result 4: 254 mg/dl date: (B)(6): time: 5:24p unknown. Result 5: 171 mg/dl date: (B)(6) time: 4:37p unknown.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes (sleepy and blurry vision). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.